Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Interrogation of the pulse generator revealed the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.